Manufacturer narrative:
H6: investigation summary: three 100-count shelf cartons from batch 0021444 (p/n 309626) were received and evaluated. Two of the cartons were unopened. The cartons contained a total of 343 bd 1ml slip tip syringes with standard needles attached and three "henry schein" 1ml syringes with needles attached. All the syringes were in fully sealed blister packs. It was observed some shields had minor damage present on the tip. All 343 bd syringes were tested for shield removal force. The results indicate thirty-seven were rejectable per product specification. Machine logs indicate adjustments were made to the needle nest during the manufacture of this batch. Potential root cause for the tight shield defect is associated with the assembly process. It is likely the needle nest was out of adjustment causing excess force to be applied during assembly.

Event description:
It was reported that syringe 1ml s/t w/ndl 25x5/8 rb needle separated from the hub on 2 occasions. The following information was provided by the initial reporter: material no: 309626 batch no: 0021444. It was reported: caps cannot be removed from needle. Dr. Used hematstats to pull off and then needle came off when injecting product. Tried multiple units.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml s/t w/ndl 25x5/8 rb needle separated from the hub on 2 occasions. The following information was provided by the initial reporter: material no: 309626, batch no: 0021444. It was reported: caps cannot be removed from needle. Dr. Used hematstats to pull off and then needle came off when injecting product. Tried multiple units.